Manufacturer narrative:
A1 patient identifier ¿ added. B1 adverse event/product problem - corrected - no product problem. H1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be deployed inside the hub of the catheter and was found to be deformed. The stent delivery wire (sdw) was found to be slightly kinked/bent. The stent introducer sheath was not returned. Functional testing was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. The device was analyzed and the stent was found to be deployed inside the hub of the microcatheter. As it was confirmed in the event description that the stent deployed during delivery and it was found deployed inside the hub of the microcatheter it is indicates that the stent deployed during transfer. The sdw was found to be kinked/bent and stent introducer sheath was not returned. An assignable cause of not confirmed is assigned to the reported event of the the stent deployed prematurely during use as the issue was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to analyzed event of the stent deployed prematurely transfer, stent deformed, and sdw kinked/bent as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the procedure when the physician was delivering the subject stent to the treatment site, the subject stent deployed in the tip of the catheter. The physician removed the catheter with the subject stent. Both devices were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure when the physician was delivering the subject stent to the treatment site, the subject stent deployed in the tip of the catheter. The physician removed the catheter with the subject stent. Both devices were replaced and the procedure was completed successfully with no clinical consequences to the patient.